Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Revision (hmrs parts replacement after 12 years) according to bfarm special approval 92.16-5640-s-023/22. Update 25may22: after 12 years , the poly is worn out. There was a massive instability in the knee joint. Especially the stopper on the proximal tibia was very crushed.

Manufacturer narrative:
Reported event: an event regarding crack/fracture, wear, and instability involving a hmrs wedge was reported. The crack/fracture and wear events were confirmed via evaluation of the returned device. Instability was not confirmed. Method & results: -product evaluation and results: visual inspection: the damage present on the hmrs wedge is consistent with delamination and material loss; which are common damage modes of uhmwpe. The wedge appears to have split open. Hackles are observed on the fractured surface are consistent with a fracture in overload. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to worn poly components and joint instability, a "crushed" stopper was also reported. The damage present on the hmrs wedge is consistent with delamination and material loss; which are common damage modes of uhmwpe. The wedge appears to have split open. Hackles are observed on the fractured surface are consistent with a fracture in overload. No further investigation for this event is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revision (hmrs parts replacement after 12 years) according to bfarm special approval 92.16-5640-s-023/22 . Update 25may2022 . After 12 years , the poly is worn out. There was a massive instability in the knee joint. Especially the stopper on the proximal tibia was very crushed.